Manufacturer narrative:
Other, other text: b5: additional information received on 16-nov-2022 via email and attached to complaint object: the reported event did not occur during patient use. No further information is available. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service test an error in the line occurred after the lines were primed several times. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluated, visual inspection performed and found tamper seal removed/broken: intact. Physical condition good, no visible physical damage. The reported issue was not duplicated. Patient data lost alarm messages were found in the device event history log. The cause of the reported issue was due to low voltage/data lost. Product is beyond a year from manufacture date and there was no indications of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device was last serviced in aug of 2022 and there was no indication this complaint was related to previous service of the device.